Manufacturer narrative:
Two opened probes were received with no tip protector, in a tray with other items, for the report. Per radio frequency identification (rfid) tag identification, sample #1 is unrelated to this record. Therefore, only sample #2 will be evaluated as a part of this investigation. The returned sample was visually inspected and found to be non-conforming with the needle severely bent at the stiffener. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and was non-conforming for actuation. The probe was disassembled and the components inspected. A wear evaluation was unable to be performed as the inner cutter could not be removed from the bent needle. The inner cutter was detached from the coupling. The adhesive bond fillet was non-conforming and adhesive was observed to be present on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had an aspiration failure. The evaluation indicated that the probe had an actuation failure. The aspiration function of the probe was conforming, however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely cause for the actuation failure, as well as the inner cutter detachment, is from the severely bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported aspiration failure was not confirmed and an exact root cause for the bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe's aspiration was not functioning before cataract surgery (with intraocular lenses implant (iol)). The surgery was completed after replacing the product with another one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).